Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin (into two segments). The proximal and distal fragments were received for analysis. The medial fragment was found missing. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed a deformed outer conductor coil and insulation (approx. 25 cm and 27 cm proximal to the lead tip), a loose distal end directly next to the ring electrode and a bent fixation helix, which most likely resulted from the mechanical forces applied during the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. No lead fracture was found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Both leads were explanted due to noise and possible fracture from subclavian crush. Should additional information become available, this report will be updated.